Event description:
During training, the customer reported that the autopulse platform (sn (B)(4)) drive shaft intermittently not rotating when pulling the lifeband. No patient involvement.

Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4)) drive shaft intermittently not rotating when pulling the lifeband was confirmed during the further functional testing. During the evaluation of the autopulse platform, the encoder drive shaft does not rotate smoothly exhibits binding and resistance, causing the drive shaft to sticked with the clutch plate. The clutch plate was removed and inspected, observed burrs in the hex cut out and on the surface of the clutch plate, likely attributed to lack of preventive maintenance (pm). Based on service record, the autopulse platform has not been service for pm after over a year of clinical use. To remedy the reported complaint, the clutch plate was deburred to remove the sharp edges from all 12 hex edges of the armature plate. Upon visual inspection, no physical damage on the autopulse platform was observed. The archive data review shows no significant discrepancies. The platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).